Manufacturer narrative:
All the information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint file in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during device change out, high lead impedance was noted. After the new device was connected, the impedance was found to be in range. The physician opted to monitor the lead. The lead remains implanted.